Event description:
It was reported that when the asymptomatic patient presented in clinic the device exhibited post-paced t-wave oversensing during the capture test. Programming changes were made during the device check.

Manufacturer narrative:
(B)(4).